Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set was fell off during use on (B)(6) 2024. The infusion set was in use for 3 - 4 days. No further information available.